Manufacturer narrative:
(B)(4).

Event description:
It was reported by the neurologist that the patient woke up to a sore throat one morning. It was stated that the patient device was turned off due to the symptoms. Patient was still experiencing hoarse voice, coughing, gagging and difficulty swallowing after vns was turned off. Per the physician, the patient was experiencing left vocal cord paralysis immediately following implant surgery. The patient was diagnosed with dysphonia(voice alteration) and dysphagia. It was stated that pharyngeal dysphagia was solely related to reduced airway protection at the vocal cords due to the paralyzed left vocal cord. It was noted that the patient had a microsuspension laryngoscopy performed. An injection was applied to the left vocal cord. No additional relevant information has been received to date.